Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intravenous (IV) insertion, the catheter was cracked. It was mentioned that the rest of the kit was fine and the product was not a single-use device that was reprocessed and reused on a patient. They had to open another kit in procedure. There was no reported patient outcome.